Event description:
The account alleged that the foot hi/low function is drifting down.

Manufacturer narrative:
The technician found the foot hi/low was drifting. He replaced the foot hi/low cylinder to repair the stretcher.